Event description:
It was reported that the 3.5 x 38 mm xience xpedition stent was successfully deployed in the 35 mm eccentric, mildly calcified, mildly tortuous, 90% stenosed, de novo, left anterior descending artery (lad) lesion after two inflations at 10 atmosphere (atm) and one at 18 atm. During removal strong resistance was met between the stent delivery system (sds) and the guide wire. After several attempts at removal the sds distal shaft became separated. Both devices were removed as a system without issue. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent remains in the vessel. The delivery system was returned for analysis. The reported shaft detachment was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.